Event description:
It was reported that the customer had issues with her infusion sets. The customer experienced high and low blood glucose levels. Her blood glucose level ranged from 468 mg/dl to 25 mg/dl. When the customer manually treated her high blood glucose level, she overcompensated. She was dissatisfied with the infusion sets. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.